Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿a voltage drop alarm occurred" was not confirmed and a root cause was not identified. An event history/error log review showed a "power down" alarm was recorded in the event log multiple times. Also, a "battery depleted" alarm and a "battery low" alarm were observed in it several times. The reported issue was not replicated when new batteries were loaded into the device, and their performance was checked. The device was returned to the customer with no repair because no reported issue was observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a voltage drop alarm occurred. The event occurred during patient use, and no patient harmed was reported.